Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was discarded by lab personnel.

Event description:
During preparation for a coil embolization procedure, the physician noticed that the ruby coil pusher assembly was bent upon removal from the packaging. The damaged ruby coil was found prior to use and was not used in the procedure.